Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation due to device remains implanted.

Event description:
It was reported patient underwent total hip arthroplasty, subsequently left hip cyst formation and liner wear were noted approximately 14 years post implantation.

Manufacturer narrative:
Concomitant medical products: 01.00010.210 alpha sulene 28 std jj/28 2107533, 00000004246 allofit alloclassic shl 54/jj 2202400, 0064180280 al fm hd 28 x -3.5mm (12/14) 1 60120934. The reported event was confirmed by office visit notes. Office visit letter demonstrated that the patient was diagnosed with cyst formation on the left hip, and bilateral liner wear. Planned to replace the left hip liner, and if necessary, the stem as well. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations/ anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's date of birth: (B)(6). Implant date was sometime in 2004. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 14 years post implantation due to due to wear. Patient was seen in the surgeon¿s office for radiating right sided hip pain post tha. Left hip cyst formation and liner wear post tha incidentally noted within visit. There is no additional information at this time.